Manufacturer narrative:
Physio-control evaluated the device and observed that device charges, but will not reach any selected energy levels above 50 joules and device continues to charge until manually stopped. Also observed was a hole in transfer relay assembly case adjacent to energy dump resistor inside that showed evidence of overheating. Physio replaced the transfer relay assembly, the main pcb assembly and the energy storage capacitor and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, the device will not charge above selected energy level of 50 joules and will not complete a charge. There were no reports of any patients use associated with the reported incident.